Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The reporter stated that the expected infusion time was 44 hours; however, the device completed infusion approximately 5 hours before expected. The device was filled with fluorouracil in 5% glucose solution to a total fill volume of 220ml. There was no patient injury or medical intervention associated with this event. No additional information is available.